Event description:
It was reported that 3 months post stent implantation, the pt was taken to the emergency room after experiencing breathing difficulties and loss of consciousness. At the emergency room heart massage was continued and atropine and lidocaine were administered. This got the pt back into a heart rhythm with normal ventricular complexes, and pt briefly had a pulse. The pt experienced ventricular fibrillation changing with asystolic condition. Treatment was stopped after 45 minutes and the pt was pronounced dead. No autopsy was performed. It is unclear how the stent performance related to the incident. Note: the pt was a participant of the nir ultimate gold-gilded equivalency trial, an ous post approval study.